Manufacturer narrative:
The investigation determined that the sampling area, including the sampling line, active gripper, sampling probe and camera were poorly adjusted. These items were corrected. After the adjustments to the sampling area, there were no further reports of discrepant low measurements. The investigation determined the discrepant high results were due to poor sample quality. While all of these adjustments are important to ensure accurate sampling, the main cause of the discrepant low results was due to the poor adjustment of the active grippers.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable thyroid results from two different cobas 8000 e 801 modules. From the data provided, 1 patient has a reportable malfunction for elecsys t3 and elecsys t4 assay, 1 patient has a reportable malfunction for elecsys ft3 iii, and 1 patient has a reportable malfunction for elecsys ft4 ii assay. This medwatch will cover the cobas e801 with serial number (B)(4). For information on the cobas e801 with an unknown serial number refer to the medwatch with patient identifier (B)(6). The erroneous results were not reported outside of the laboratory. The data provided in the column labeled "2nd result" were deemed to be correct and were reported to the clinicians. There was no allegation of an adverse event. A field engineering specialist has replaced multiple parts but is unable to find any mechanical problems. The investigation is currently ongoing.